Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during the third inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no complications reported and the patient was in good condition post-procedure.